Event description:
It was reported that the right ventricular (rv) lead experienced high thresholds and undersensing resulting from a lead dislodgement as confirmed via x-ray. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2014. (B)(4).